Event description:
It was reported that a bd ultra fine¿ insulin pen needle had a needle that broke off in the patients thigh during use. The patient reported that after seeing an endocrinologist she was referred to a dermatology surgeon who performed surgery and removed tissue from the injection sight area. They could not determine if they were able to remove the needle. The patient is awaiting further results from the pathology report.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ insulin pen needle had a needle that broke off in the patients thigh during use. The patient reported that after seeing an endocrinologist she was referred to a dermatology surgeon who performed surgery and removed tissue from the injection sight area. They could not determine if they were able to remove the needle. The patient is awaiting further results from the pathology report.